Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to plug the usb cable into the usb port of the pump. Reportedly, multiple cables were attempted unsuccessfully. The customer stated they had woken up with a blood glucose (bg) level of 255 mg/dl. However, the reason for the elevated bg level was not confirmed. Several minutes later, the customer reported that a usb cable was able to be plugged into the pump and that the pump was charging and operating as expected.